Event description:
It was reported that thrombosis occurred. In (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. At the 45-day routine follow up, transesophageal echocardiogram (tee) was performed, and there was no thrombus present. A tee was performed on (B)(6) 2024 for a planned atrial fibrillation ablation procedure, and a device related thrombus (drt) was discovered on the face of the closure device. The patient was restarted on oral anticoagulant for 8 weeks and then will be re-imaged in the future.